Event description:
On (B)(6) 2012, the patient contacted animas reporting that her insulin pump self suspended. The insulin pump's history indicated that the insulin pump was suspended at 10:06am on (B)(6) 2012 and was resumed 12 minutes later. The patient denied entering the suspend menu. A replacement insulin pump was sent to the patient. There were no allegations of harm or injury was a result of the reported issue. This complaint is being reported because the alleged self suspension issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours and no suspend issues occurred during investigation. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also, unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.